Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 125 to 550 mg/dl. The customer report symptoms of thirst, but admitted this is a normal occurrence for her. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.